Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital approximately ten weeks ago with septic shock, methicillin-resistant s taphylococcus aureus and endocarditis. The patient¿s implantable cardioverter defibrillator (ICD) system was then explanted fourteen days later. Antibiotic treatment was necessary for the patient and then a new system was implanted. No further patient complications have been reported as a result of this event.